Event description:
Subsequent to the combo report, additional information was received. The correct device that was used was a 190 cm balance middleweight universal ii guide wire. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction - brand name. Correction - catalog and lot #'s. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during retraction interaction with the mildly calcified anatomy and/or other devices resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery that was mildly calcified. After crossing the balance middleweight guide wire across the lesion and deployment of a stent implant, the guide wire separated during retraction. The tip remained in the artery. The patient underwent a coronary artery bypass procedure and the separated tip was removed. The patient has recovered well and was discharged from the hospital. No additional information was provided.